Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment crack observed in thread area. No evidence of moisture contamination inside battery compartment. Leak test shows leak at crack in battery compartment. Pump case was removed, evidence of moisture contamination inside pump and on miscellaneous electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed moisture in the pump, a battery compartment crack and leak. This report is made based on the results of an investigation completed on (B)(4) 2013.